Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with a possible over delivery anomaly. The customer also observed a discrepancy in reading between sensor glucose and blood glucose values. The customer reported blood glucose value of 117 mg/dl and was treated with glucose/carbs intake. The event involved product(s) mmt-342, mmt-1884, mmt-441ak, mmt-7040a. Troubleshooting was performed and the discrepancy between the sensor glucose value of 232 mg/dl and blood glucose value of 117 mg/dl was not within the target range of 30%. It was also confirmed that the auto mode feature was active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the devices. Product return is required for mmt-342. Product return is required for mmt-1884. Product return is required for mmt-441ak. Product return is required for mmt-7040a.

Manufacturer narrative:
Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from (B)(6) 2025 as per new additional information and which is updated in section b3. Following our receipt of the one returned used sensor and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings. Placed sensor on the microscope and found delamination and crack (gold trace) damages. See attached file for results. In summary, the customer complaints of unexpected sensor alarms were confirmed during the bicarbonate buffer testing with high isig readings, found damaged as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.